Manufacturer narrative:
This supplemental report is to inform that after obtaining additional information from the customer, there were only three patients involved, and this report is being retracted. The three events are recorded under the following patient identifiers:(B)(6).

Manufacturer narrative:
The event date is unknown. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that a patient developed urethral restriction after a stone removal procedure using the soltive pro superpulsed laser system. There was no reported issue or injury during the procedure. Additional information is being requested to determine the severity of the restriction and its impact to the patient. The customer reported this event has occurred a total of four times with four separate patients. These events are recorded under the following patient identifiers: (B)(6).